Manufacturer narrative:
(B)(4). UDI#: (B)(4).

Event description:
It was reported that "the balloon was implanted in the patient with a description from the physician at the scene that the balloon could not be properly pushed into the descending aorta, and the procedure was terminated after the balloon was withdrawn". A 2nd iab was not inserted. No patient harm or injury. The patient status is reported as "fine".

Event description:
It was reported that "the balloon was implanted in the patient with a description from the physician at the scene that the balloon could not be properly pushed into the descending aorta, and the procedure was terminated after the balloon was withdrawn". A 2nd iab was not inserted. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). UDI# (B)(4). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) with the original packaging box that does not match the serial number of the returned sample. The sample was returned in a cardboard box and was loosely packed within original packaging carton. Returned with the sample was supplied 0.025" guidewire; no damage or abnormalities were noted to the re-turned guidewire. Upon return, peel away sheath was noted returned sample. The one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. Two bends were noted to the iabc central lumen at approximately 18.9cm and 27.7cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample. No obvious blood was noted within the helium pathway. No sheath was returned with the sample. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times in accordance with quality system document. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. No leaks were detected. Full inflation was achieved. The device passed the leak test. The returned 0.025in guidewire was back loaded through the iabc distal tip. Resistance was noted at approximately 18.9cm and 27.9cm from the iabc distal tip, which are the locations of the previously noted bends. The guidewire was able to advance through the central lumen. No blood or debris was noted. The guidewire was front loaded through the iabc luer. Resistance was noted at approximately 54.7cm and 63.5cm from the iabc luer, which are the locations of the previously noted bends. The guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) re-view was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for iab "balloon could not be properly pushed into the descending aorta" is confirmed. During the investigation, the intra-aortic balloon catheter (iabc) central lumen was noted with bends and resistance was noted upon passing the guidewire through the iabc central lumen. The damaged iabc can result in difficulty inserting the iabc. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the damaged central lumen. The root cause of the complaint is undetermined. No further action required at this time. This will be monitored for any developing trends. Other remarks: n/a corrected data: